Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; upon inspection of the device the returned batteries were depleted and the device was unable to power on. Turning the device on with known good batteries, the customer's reported malfunction was not replicated or confirmed. Review of the device's activity log did not find any occurrences to support the customer's complaint. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.